Manufacturer narrative:
An unopened sample of product was returned for analysis. There were no defects found on the package during the visual inspection. The sample was opened and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile strength force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and no defects found. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure name - unknown. When did the suture break? -during use on patient . How was case completed? - with a new thread.

Event description:
It was reported that during an unknown procedure, the suture broke. There were no patient consequences.